Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multi-system organ failure. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced sepsis due to bacteremia. The patient had positive blood cultures and was treated with intravenous (IV) and oral antibiotics.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Furthermore, a specific cause for the patient's bacteremia could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Multiple organ dysfunctions/failures, sepsis, infection, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.